Manufacturer narrative:
Hemoglobin flow cell assembly. A field service representative (fsr) replaced numerous parts that were either worn from normal use or damaged. In addition, the fsr replaced a clogged hemoglobin flow cell assembly. The fsr provided training to the customer for optimal instrument performance. After component replacement, the instrument was performing within specification and no further action was required. The cell-dyn 3200 system operator's manual, provides troubleshooting instructions for imprecise or inaccurate data. A review of complaints from (B)(4) 2011 through (B)(4) 201 did not identify an adverse trend related to the customer's issue. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 3200 instrument.

Manufacturer narrative:
(B)(4): no consequences or impact to patient. (B)(4): incorrect or inadequate test results. (B)(4): an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated they have observed hgb/hct mismatch on the cell-dyn 3200 analyzer. One patient sample generated a hgb = 2.44 g/dl and hct = 29.4% on the initial run, while on the second repeated run, hgb = 13.1g/dl, hct = 29.6%, and the third repeated run hgb = 11.2 g/dl, hct = 29.1%. The results from the third run were reported. There was no impact to patient management.